Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. Should the device return at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a diagnostic neuro angiogram procedure, the catheter tip detached within the patient. The physician used a vascular snare device to successfully remove the foreign body from the patient with no additional patient consequences to report.